Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. A review of the device history record for strattice lot s11156 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. No strattice devices were returned for evaluation. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted. Additional, changed, and/or corrected data: a.2., b.5., b.6., d.4., h.4., h.6.

Event description:
On 19/oct/2023, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent an ¿incsional and parastomal hernias¿ repair and was implanted with strattice device lot number s11156 on (B)(6) 2013. The patient underwent a "diagnostic laparoscopy, repair of recurrent incisional hernia with resuspension of the strattice xenograft, and extensive lysis of adhesions¿ on 17/jun/2013. As per the ppf form, the patient claims the implantation and failure of the mesh caused ¿pain and suffering, physical injury, loss of enjoyment of life, scarring, disfigurement, and economic and non-economic losses.¿ the patient also ¿has lifting restrictions and had to adjust [their] physical activities.¿ they have ¿difficulty playing tennis or racquet ball,¿ and are ¿dependent on others to help with the daily tasks [they have] difficulty completing [themselves].¿ patient ¿fears suffering from another hernia in the future.¿ the form lists the conditions that were treated were ¿perforative diverticulitis status post hartmann¿s procedure with incisional hernia and parastomal hernia; exploratory laparotomy, lysis of adhesions, reversal of hartmann¿s procedure with resection of colostomy and coloproctostomy; abdominal wall reconstruction with repair of incisional and parastomal hernias with component separation (bilateral myofascial advancement flaps measuring greater than 10 cm x 20 cm in size) with placement of a 20 cm x 20 cm sheet of strattice xenograft¿ with approximate dates of treatment from (B)(6) 2013 to (B)(6) 2013. Additionally, from (B)(6) 2013 to (B)(6) 2013, the form listed treatment for ¿recurrent incisional hernia; diagnostic laparoscopy, repair of recurrent incisional hernia with resuspension of strattice xenograft, and extensive lysis of adhesions.¿ in november 2014, patient received treatment for ¿abdominal pain and distention; recurrence of abdominal hernia, CT scan: . . . There is a small ventral abdominal wall hernia containing a segment of nonobstructed small bowel . . . Bowel is again seen to protrude posterior to the left lateral aspect of the mesh.¿ on (B)(6) 2018, patient received treatment for ¿worsening dull diffuse abdominal pain; abdominal distention; cramping/bloating; diagnostic testing.¿ on (B)(6) 2022, patient received treatment for ¿CT: multiple small ventral hernias superior to mesh; thinning of abdominal wall; portion of mesh rolled.¿ on (B)(6) 2023, patient received treatment for ¿chills, low grade fever, constipation.¿ in june 2023, patient received treatment for ¿blockage.¿ as reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2013. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2013. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore an internal investigation into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, including no identification of the lot number, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.